Event description:
It was reported through a service report that the cot is positioned in the upright position and will not lower. There was pt involvement; however no adverse consequences were reported.